Event description:
It was reported that, "the surgeon noticed the dissociated condyle screw nut from the condyle screw (distal side) on x-rays on (B) (6) 2010. The surgeon immediately removed the nut from the patient knee. Additionally, the surgeon noticed another condyle screw nut is loosening on the condyle screw (proximal side). The proximal side nut is in the patient knee at this point.

Manufacturer narrative:
Na